Event description:
It has been reported that the licox probes for the bolt system are too heavy. When they insert the ptio2 and the temperature probe together, the bolt system is bending and after 5 to 7 days, there is a breakage of the locking screw, a sign of material fatigue. The problem does not occur when only one probe is used.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.